Event description:
A 59-yr-old female was admitted on 2/6/96 for same day surgery to remove bilateral breast implants, due to pain and contractures. Symptoms were reported to be present for one year. The pt had the initial breast implant in 1975; the second bilateral implant in 1984. The pt tolerated the procedure well and was discharged on the same day. (*)